Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned for analysis. The proximal conductor was distorted and blood was observed in/on helix mechanism. The lead was damaged at implant. Corrected: date of death, patient outcome, and operator code.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during implant, the helix would not completely extend. No patient complications have been reported as a result of this event.